Event description:
On (B)(6) 2009, pt reported she began noticing issues with the up button not responding a couple of weeks ago while attempting to bolus and fill the cannula. She stated a couple of days later, the down button began working only intermittently. Pt reported this morning both buttons have became completely unresponsive. She stated both buttons pop back out when pressed and released. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.